Event description:
It was reported that a detachment occurred. An opticross hd imaging catheter was used for ultrasound examination of the target lesion which was located in the circumflex artery (cx). While removing the imaging catheter, resistance was felt which led to the distal end of the catheter becoming detached. The detached piece of the catheter was still in the guideliner which was then removed from the patient successfully. There were no patient complications.